Event description:
It was reported that the ventilator¿s blower was making strange whining sounds. When the unit is powered on and ventilating, the blower will make a loud noise and varies with the speed of the blower. There was no patient involvement. The customer was advised to replace the blower. Further information is pending.

Manufacturer narrative:
The customer reported that the blower was replaced to address the issue. The unit was returned to use. No further information was provided.